Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy and irregular bleeding") in a 26-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's past medical history included gravida ii, parity 2 ((B)(6) 2002, (B)(6) 2006), pap smear abnormal, abortion, depression and genital herpes. Patient had no evidence of any abnormality of the bowel. Concurrent conditions included body mass index normal, vaginal itching, yeast infection, vaginitis, frequency urinary, vaginal odor, endometriosis and endometrial polyp. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, 8 months 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe cramping /abdominal pain severe 9 days of severe pain each month, intermittent throughout the rest of the month.)/abdominal pain"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (pelvic surgery, laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain, vaginal discharge, menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) year-old female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2002, (B)(6) 2006), pap smear abnormal, abortion, depression and genital herpes. Patient had no evidence of any abnormality of the bowel. Concurrent conditions included body mass index normal, vaginal itching, yeast infection, vaginitis, frequency urinary, vaginal odor, endometriosis and endometrial polyp. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe cramping /abdominal pain severe 9 days of severe pain each month, intermittent throughout the rest of the month.)"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"). The patient was treated with surgery (pelvic surgery, laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain, vaginal discharge, menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Most recent follow-up information incorporated above includes: on 25-jan-2018: pfs and medical record received: new reporters, patient demographic information, product lot no, concomitant drug, historical conditions, concomitant disease, new events vaginal bleeding, menorrhagia, dyspareunia, abdominal pain lower and device monitoring procedure not performed added. Outcome for the event pelvic pain and abdominal pain lower added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy and irregular bleeding") in a 26-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included gravida ii, parity 2 on (B)(6) 2002, (B)(6) 2006, pap smear abnormal, abortion, depression and genital herpes. Patient had no evidence of any abnormality of the bowel. Concurrent conditions included body mass index normal, vaginal itching, yeast infection, vaginitis, frequency urinary, vaginal odor, endometriosis and endometrial polyp. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, 8 months 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe cramping /abdominal pain severe 9 days of severe pain each month, intermittent throughout the rest of the month.)/abdominal pain"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (pelvic surgery, laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain, vaginal discharge, menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs received. Events added: dysmenorrhea. Outcome of event dysmenorrhea was recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping /abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.